Event description:
Customer notes on (B)(6) 2010, treatment session 11, field 10g96s2 was recorded as delivered at 5:49 and at 5:52pm. No override was required by the therapists at the 4d integrated treatment console. This "double record" of treatment has been seen and reported before by a sister site to this clinic. Both sites use the same server. There was no report of serious injury and no additional information provided regarding the patient's condition. Customer would like to know why this has occurred and how to prevent it from recurring.

Manufacturer narrative:
Varian's review of the data files identified the presence of a "savedocforrecovery" error. This was followed by a shutdown of the treatment application, a restart, and treatment records saved to the database for the same field - both before and after the restart. It was confirmed that the field was treated twice. If the 4ditc application crashes during a multi-field split carriage imrt treatment delivery, an error condition in updating the patient's session information in the cache may occur, and the field(s) and/or subfields can be delivered again without warning to the user. The result would be a treatment delivery with higher than intended dose to the target volume and possible increased dose to normal tissues and critical structures. The dose uniformity within the target volume would also be affected by the duplicate delivery of the beam(s). Unintended dose in this range would be unlikely to lead to serious harm and would be expected to be detected during the treatment session or by weekly chart check. A customer technical bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. No follow-up reports are anticipated.